Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2021 between 04:00-05: 06 am the intellivue mx550 patient monitor failed to alarm notified of patient condition. The device was in used and a patients death was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and collected the relevant alarm log files and the configuration files from the philips intellivue information center (piic ix) form and the intellivue mx500 patient monitor for further evaluation. During the onsite service the field service engineer tested the intellivue mx550 patient monitor and confirmed that the device is working as expected. The product support engineer reviewed available alarm log files from the intellivue information center (piic ix) and the configuration file from the intellivue mx500 patient monitor and identified during the specified period there were yellow and red alarms from ECG / arrhythmia, resp and spo2. This confirms that alarms from these measurements were on. The logs files do not contain any information on the volume set for the intellivue mx500 patient monitor. The alarms were acknowledged twice in the specified period, once at the bed side and once at the piic ix central station. Based on the available information and testing performed, the device was working as expected during testing. No statement can be made about the setting of the alarm volume at the intellivue mx550 patient monitor during the time in question. The exact cause for the reported issue could not be established and a malfunction of the device at the time of the reported event cannot be ruled out. No parts were replaced and no subsequent calls have been logged for this device/issue.

Event description:
The customer reported that on (B)(6) 2021 between 04:00-05:10 am bed label imu274, the intellivue mx550 patient monitor failed to alarm to notified of patient condition. The device was in clinical use and a patients death was reported.